Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer experienced diabetic ketoacidosis. Reportedly, the customer was hospitalized; details and nature of event were not provided. Tandem technical support reviewed pump battery data logs and determined that pump battery was depleting normally based on settings and customer usage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.